Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece was not returned. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
It was reported that during central processing, the permanent cautery hook (pch) instrument had a broken plastic components near the distal tip. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the component was observed broken. There was no material missing or detached from portion of device that enters the patient's body.